Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The downloaded data did not show any timeouts, drive stalls or alarm during the run. The device was deactivated at 559 pulses. Inspection of the needle mechanism found no issues. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure.

Manufacturer narrative:
The device has been returned/received and is pending investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached above 250 mg/dl while wearing the pod between 4 and 24 hours. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.